Event description:
The patient reported that today her side was numb where the catheter was tunneled under her skin. She described it as "a 12x12 area that feels like there is no feeling." The patient reported she hadn't fallen or had any other trauma. The patient had called and will follow up with her hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.